Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: ann ph lt nail 9x16; item: 47-2496-161-09; lot: 3128319. Desc: ann blunt tip screw 4x36mm; item: 47-2486-036-40; lot: 3091449. Desc: ann blunt tip screw 4x38mm; item: 47-2486-038-40; lot: 3126119. Desc: ann blunt tip screw 4x54mm; item: 47-2486-054-40; lot: 3086990. Desc: ann cort bone screw 4 x 24mm: item: 47-2486-124-40; lot: 3123188. Desc: ann cort bone screw 4 x 26mm; item: 47-2486-126-40; lot: 3125134. Desc: affixus ph nl cap 10.5x2.5mm; item: 47-2488-010-02; lot: 3091589. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent revision surgery approximately 3 years post-implantation due to two screws backing out from their intended position and associated with pain; the backed-out screws were removed. Attempts have been made and no further information has been provided.